Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their sensor was not calibrating correctly and the device alarmed. Customer stated the paramedics were called and they received intravenous insulin injections. Customer's blood glucose level was 96 mg/dl at time of reporting. Nothing further reported.